Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 22.5cm to 23.0cm and 24.8cm to 25.0cm from the connector pin, which exposed the outer coil at these locations. The abrasions were consistent with exposure to constant friction against another implantable device. A kink was found at 2.0cm from the connector pin. The damage found likely resulted in the reported capture anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, an insulation abrasion was observed on the atrial lead. Migration of the pulse generator had also caused a kink in the lead. An increase in capture threshold was noted as well. The lead was explanted and replaced during the changeout procedure.